Event description:
It was reported that the patient's left ventricular lead exhibited high pacing impedance. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154932.